Event description:
It was reported that a nurse contacted technical services to inquire about a right atrial (ra) lead warning pertaining to low impedance levels. It is noted the lead warning took place on the same day as the patient had a implantable pulse generator (ipg) change out and prior lead impedance levels were within normal range. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: sedr01, implantable pulse generator (ipg); implant: (B)(6) 2013. (B)(4).